Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Host tissue/pannus growth likely contributed, to a lesser degree, to this explant. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device was not returned to edwards for evaluation. Therefore, the device evaluation was not able to be completed and the root cause for the stenosis remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a model 29mm pericardial mitral valve was explanted after an implant duration of one year and 11 months due to severe stenosis, severe regurgitation with a gradient of 19 mmhg, pannus, and thickened leaflets. A 29mm pericardial mitral valve was implanted in replacement the patient was discharged in stable condition.

Manufacturer narrative:
Structural valve degeneration (svd) can encompass multiple failure modes. In this case, although there have been attempts to receive further information regarding the device and event, no additional details were provided and the explanted device was not returned to edwards for analysis. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available information. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this mitral bioprosthetic heart valve was explanted after approximately one (1) year due to re-structural valve degeneration (svd). As reported, this is a third-time re-do for the patient in the last three (3) years. A 29mm pericardial bioprosthesis was used in replacement and no additional details were provided.

Event description:
Edwards received information that this mitral bioprosthetic heart valve was explanted after approximately two (2) years due to structural valve degeneration (svd). As reported, the valve was initially implanted to correct mitral valve regurgitation and failed two (2) years later due to svd. A 29mm pericardial bioprosthesis was used in replacement and no additional details were provided.